Manufacturer narrative:
This report is filed is filed on march 08, 2018.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.